Event description:
Pt was taken off a cruise and sent by ambulance to a major hospital with bronchial pneumonia. After about 5 weeks on a ventilator -- puritan bennett 7200 -- there was a power failure in the hospital. After power returned with the diesel generator, a matter of some seconds, the ventilator failed to restart. The staff then manually "bagged" pt and then put another ventilator in place. Pt fell into a coma due to hypoxia and then was pronounced brain dead. Dates of use: 5 weeks. Diagnosis or reason for use: bronchial pneumonia.